Event description:
It was reported that a device rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10 atmospheres when it was inflated at the lesion part. The procedure was completed with a different device. No patient complications reported.